Event description:
Boston scientific received information that this lead was replaced because, it exhibited high threshold measurements, low sensing, and inhibition of pacing during a cataract surgical procedure. When the pocket was opened, it was noted that the lead had an insulation break. The lead will be returned.